Event description:
Revision of tibial orif - synthesis locking plate broken in half and removed.

Event description:
Add'l info received from MFR 2-26-03: the .311 extension indicates this was a test market device and only a limited number were produced.